Event description:
It was reported that a patient underwent a cardiac ablation procedure and the medical team noted leakage from the rotating part on the pump was observed. When the tubing set was removed from the pump, a hole on the tube was found. The issue was noted during ablation catheter usage. The tubing was replaced and the procedure was completed without patient's consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).